Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: product ID: 9735737, serial/lot #: 2.1.0, a manufacturer representative went to the site to service the system. Testing found no fault with the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that  while the site was pulling up patient exams during surgery set up the 3d model disappeared, the monitor went black, and the screen displayed an error code 64. The system was rebooted but the error came back again. System rebooted a second time and then they were able to continue with setup. There was no patient involvement.

Manufacturer narrative:
H2, correction: it was confirmed that hardware was actually replaced in the previously reported work order. The solid state drive (ssd) was replaced. H6: fdm b01, fdr c13, fdc d02 have been updated to be applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed and captured the segfault in qmlguiservice on the date of issue. The corefile was generated by "qmlguiservice", coredump captured that the program terminated with signal sigsegv, segmentation fault in libnvidia-glcore.so.430.40 library with the function renderer () in the registration task. Codes: b01, c10, d18 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.